Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 47 mg/dl. The patient stated they went to the hospital, due to ketones, dehydration and nausea. Patient stated that all tests at the hospital were normal. The patient was treated at the emergency room with 2 bags of sodium chloride, lorazepam at 2.5 mg and zofran for nausea. The patient was also treated for anxiety. There were no changes to their insulin dosages. No further details discussed.